Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the pacemakers memory content was inspected. The last follow-up was documented to be in the year 2013. The inspection further revealed that the device switched into the safety backup mode on april 30, 2019, as a result of the detection of invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies in unipolar lead configuration. Thus, the pacing parameters are chosen in order to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. During the further course, the therapy capability was verified. An antitachycardia pacing output was not present as a result of the battery depletion. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be fully depleted but not defective. The electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the antitachycardia therapy functions proved to be within specification. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The battery was found depleted. However, the battery condition was as expected. No device malfunction was noted.

Event description:
After an implantation period of approx. 92 months, it was observed that the pacemaker shows the eri status during the interrogation. The device was explanted. Based on analysis results it was decided to report this event.